Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 7070621.

Event description:
It was reported that the patient experienced left leg pain, numbness and weakness. The physician suspected neuritis based on patients symptoms. X-ray showed that patient had a slight lead migration. The patient underwent a revision procedure wherein leads were repositioned. The patient was doing well postoperatively.